Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, significant scratches large and crack like. Seasoned tech was in the room and lenses were loaded just before implantation. Additional information has been requested. There are six medical device reports associated with this compliant. This report is 1 of 6.